Manufacturer narrative:
It was reported that a (B)(6)-year-old male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening test and catheter passed. The force feature was working properly. Finally, the force sensor values were found within specifications. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: baylis medical rf needle (model# unknown lot# unknown). Baylis steerable sheath (model# unknown lot# unknown). (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Post-procedure, a pericardial effusion was confirmed via intracardiac echocardiography (ice). Pericardiocentesis was performed and yielded 200 ml of fluid. Patient was reported to be in stable condition. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Factors cited that may have contributed to the adverse event include that the physician was testing a new sheath for this procedure. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Physician did not want to provide an opinion regarding which device was suspected of causing the injury. It is unknown at what point the injury occurred. Transseptal puncture was performed with a baylis medical rf needle and a baylis steerable sheath. Generator was set on power control mode at 30-40 watts with a temperature cut-off of 40°c. There is no further information regarding generator parameters, generator settings, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Power was not titrated. Irrigated catheter flow was auto-adjusted to 8 ml/min during low flow and 15 ml/min during high flow. Patient received anticoagulant with activated clotting time maintained between 300-350 seconds. There is no information regarding spi value. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).